Event description:
Customer reports daughter received two false negative results on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22894d, reader sn (B)(4). On (B)(6) 2022, individual tested positive with two ihealth rapid antigen tests. Individual experienced mild cold symptoms and had potential exposure at a wedding the previous weekend. Individual had a cough and headaches and was symptomatic at the time of testing. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Retain testing performed during the investigation reproduced the false negative results, however, root cause could not be determined. Returned cartridges were not available for further investigation.